Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event while doing physical activity on date (B)(6) 2024. First infusion set was in use for 1 to 1.5 days. Blood glucose level during the event was reported 235 mg/dl. No further information available.